Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced an outer cover that would not attach. The following information was provided by the initial reporter: the customer's report is that the outer cover is loose and just turns.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced an outer cover that would not attach. The following information was provided by the initial reporter: the customer's report is that the outer cover is loose and just turns.